Event description:
Primary surgery - surgeon performed a combination of a foundation modular revision stemmed tibia (321-01-106) and a 3d knee tibial insert (391-09-608). The surgeon couldn't lock the screw into the tray and replaced it with another 3d knee tibial insert (also a 391-09-608). The same phenomenon was confirmed again. The surgeon completed the surgery with first insert without the screw.